Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump error alarm was recur within a week of troubleshooting of the previous occurrence. Customer's blood glucose value was 146 mg/dl. Customer was able to successfully clear the alarm also able to rewind the test. The device will return for analysis.